Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter sales representative reported to corporate product surveillance, on behalf of customer, of a continu-flo solution set in which customer observed unknown medication backing up in the set. It is unknown when the reported condition occurred. Patient involvement is unknown at this time. No additional information is available at this time.